Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the system 1 (lot number 278159, expiration date 11/30/2013). (B)(4).

Event description:
Customer received a result of 15.0mmol/l on mobile system 1 and a result of 5.9 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.